Event description:
The attending physician had difficulties untying the matrix coil repeatedly. Then detachment of one coil was noticed at the level of the proximal opaque marker band instead of the extreme distal end. During removal of the catheter with a second undetached coil, the coil stretched in the basilar trunk aneurysm and subsequently detached prematurely. This second coil was left in place and the four other coils were placed with the same catheter with no difficulties.